Manufacturer narrative:
Investigation: bd was unable to verify the reported complaint. According to the visual analysis of the attached photos, no damage was observed at the tip of the catheter. For a more detailed analysis, the presence of the sample is necessary. It should be noted that the resolution of the photo is not in good condition for analysis. No objective evidence of this incident was found during the device history record and quality notifications analysis for the claimed lot.

Event description:
It was reported that the insyte 24ga x 0.75in was found broken before use while "channeling in the patient". The following information was provided by the initial reporter, translated from spanish to english: "at the moment of channeling in the patient the catheter is broken, impossible to channel.".

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the insyte 24ga x 0.75in was found broken before use while "channeling in the patient". The following information was provided by the initial reporter, translated from (B)(6) to english: "at the moment of channeling in the patient the catheter is broken, impossible to channel."